Event description:
It was reported that at the user facility a user of the device received an electric shock after the off loading process. No medical intervention and no adverse consequences were reported with this event. As this event occurred after a procedure during off loading of the device, there was no patient involvement and no delay to a surgical procedure. There were no adverse consequences or medical intervention required for the user of the device.